Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the stylus of the programmer did not work. It was indicated that the stylus did not align with the cursor on the screen. The bezel shield assembly was replaced. It was also indicated that the stylus cable insulation was damaged. The stylus was replaced and calibrated to the new touch screen. The programmer passed all functional and system tests. (B)(4).

Event description:
It was reported that the programmer would not work with the stylus. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.